Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer froze when booting up. It was discovered that a universal serial bus (usb) cable had been plugged into the programmer. The cable was removed and the programmer booted up without issue. It was also reported that the programmer had poor surface electrocardiograms (ECG). It was recommended that the programmer be run off battery power only to resolve the issue. The programmer remains in use. No patient complications have been reported as a result of this event.